Event description:
After catheter was inserted an x-ray was taken for the depth of the catheter. Rn noted it was too deep and pulled back on the catheter. When she did this, the catheter broke next to the "tie down".

Event description:
After catheter was inserted an x-ray taken for the depth of the catheter. Rn noted it was too deep and pulled back on the catheter. When she did this, the catheter broke next to the "tie down".

Manufacturer narrative:
The characteristics of the damage found on the tubing that was returned for evaluation are consistent with a break in the catheter tubing as apposed to sharp instrumentation. It can be assumed a moderate amount of tension had been applied to the catheter during manipulation. Notes contained within the complaint incident supports this statement. The complaint of catheter breakage is confirmed, user-related. The catheter broke at the distal end of the taper hub. Gross visual and microscopic examinations, functional and tactual testing sows no evidence of a defect or deformity related to the manufacturing process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. This may be a user technique issue. The product IFU gives instructions on proper placement techniques.